Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. No out-of-range measurements were noted. Reprogramming options were performed and the plan in keep monitoring. The rv lead remains in service, and no adverse effects have been reported in the patient to date.